Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and no data available for serial number (B)(6). The allegation was undetermined. The probable cause was undetermined. The reported event of signal loss over 1 hour is reportable based on event description. No injury or medical intervention was reported.